Event description:
Procedure type: oophorectomy. According to the reporter: the device's inner white shaft cracked or was already cracked. When removing, the outer black shaft got caught so it could not be removed from the port. Both devices had to be removed together. A new port was introduced in the same incision. The original incision did not need to be made larger. It could not be reported if there were pieces in the cavity. None were been visually. The case was delayed 20-30 minutes. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).